Event description:
It was reported that the clinician reached out to technical services (ts) to review the presenting electrograms (egm) with episodes of atrial tachycardia response (atr) and pacemaker-mediated tachycardia (pmts). Upon review, it was confirmed that the episodes of atrs were caused by noise and oversensing, as a result of electromagnetic interference (emi) due to medical procedures. While the pmt episodes were caused by the rhythm of this patient. It was determined that the device is working as intended. At this time, the product remains in service and no adverse patient effects were reported.